Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) resulting in a car accident. Reportedly, the customer inadvertently entered the incorrect amount of carbohydrates for a bolus delivery. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with unspecified fluids. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.